Event description:
Silicone implants leaked silicone gel into pt's body. Implant ruptured inside them and there was silicone migration that created medical problems. Autoimmune disorder,.breast pain, fatigue, meniere's disease, neurological problems, silicone crossed the placenta and has created numerous medical problems with their two youngest children. Reporter has clumps of silicone in their chest cavities and can not get a doctor to do an MRI. They can see and feel the silicone in their chest.